Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose that day was above 500 mg/dl. The reporter noted the patient was hospitalized and treated with unspecified treatments. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device malfunction could not be ruled out as a cause or contributing factor to the reported health event.